Event description:
It was reported by dealer that the irc5po2v concentrator has low o2 at 84 percent with no alarm.

Event description:
It was reported by dealer that the irc5po2v concentrator has low o2 at 84 percent with no alarm.

Manufacturer narrative:
RMA issued. Follow up with occur if additional information is received.

Manufacturer narrative:
Product returned for evaluation on 5/21/2015. Results: compressor noisy/vibrating and pilot valve manifold malfunction.